Event description:
It was reported that the biomed had the arctic sun device that not cooling, t4 4.1. Per additional information updated from ttm on 22may2025, biomed stated they had been troubleshooting s/n (B)(6) for not cooling. They had determined it was a pump issue and would like to get a quote.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-03748. Correction: b UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that not cooling, t4 4.1.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.